Event description:
Boston scientific received information that this patient went into a tachycardia rhythm while being prepped for a non-device related procedure. The patient's advocate was informed that the arrhythmia was long enough and the device should have provided a shock. Boston scientific technical services was contacted for a device interrogation request. Technical services informed the patient advocate that the physician can perform an interrogation and can page the local area representative if assistance is needed. The local representative was not paged regarding this event. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.